Manufacturer narrative:
Correction to regulatory report # 3004209178-2026-05567: not all coding applied for information provided in b5, h2 now updated to reflect changes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were concerned they might of been having issues with their stimulator. Patient said the issues seemed to be positional. Patient stated since last saturday, they had a lot of burning pain above where the battery was. Patient also said when they went to recharge the implant, they felt a minor shock between the charger and the battery. Patient confirmed they felt the sensation even with stimulation off. Patient mentioned they didn't notice the sensation as much during the day, but more at night if they were laying on their back or on either side. Patient turned stim off last night and the pain eventually decreased. Patient denied any falls or trauma that could have caused any shifting. The patient was redirected to their healthcare provider to further address the issue. Agent sent patient physician listings via email as they are working in a different state. Agent sent email copy.

Event description:
Additional information was received from a patient. When asked if after meeting with their healthcare provider, if they were able to determine the cause of the burning pain, minor shock, and feeling sensation even when the device is off, the patient stated "not yet. Saw doctor and representative on (B)(6) 2026. Possible issue with battery/pulse generator." When asked what steps were taken to resolve the issues, the patient stated that the "device is currently on but set to 0.0 to test if burning occurred. I left a message yesterday letting the representative know I had not had any burning yet." The issue was stated to not yet be resolved as the patient is waiting on follow up and the next steps from the representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.